Event description:
(B)(4). Began to feel device shortly after it was implanted. Seemed to be poking me. Complained to doctor. Right side pain continued to get worse over time. Had several ultrasounds. I began heavy bleeding and spotting throughout the month which then led to ablation, which at the time I did not know was not recommended with essure. I also tried several alternate birth control methods ((B)(6), pills) to see if those would assist with bleeding issues. In 2016 I began having breast pain as well, headaches and overall fatigue. Had a hysterectomy and bilateral salpingectomy on (B)(6) 2017 to remove coils, tubes, uterus, and cervix leaving ovaries only. At the time of the surgery one cyst on right ovary was drained an another removed because it was attached to the tube.